Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer was hospitalized for high blood glucose. Date of hospitalization as (B)(6) 2014. Blood glucose at the time of hospitalization was 529 mg/dl. Customer stated they were feeling confused as a symptoms of their high blood glucose. The customer also stated they were treated and released from the hospital on (B)(6) 2014. No additional information provided.